Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3998, lot# l93640, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported having a loss of therapy. Their wires are moving through their skin and they cannot get a healthcare professional (hcp) to take them seriously. They saw a physician assistant who did an x-ray but it did not show the lead position. They also noted that they can charge but the charge only lasts for 3 days. The patient was redirected to follow up with an hcp so they were sent a physician listings. The event date was noted to be in 2016. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.